Event description:
The machine melted the front of the unit and produced a burning odor. Bio-med reported burnt smell, but noted no flames or smoke were seen.

Manufacturer narrative:
Our visual observation indicates that a pc board trace appears short circuited, sufficient enough to produce smoke and heat. We are waiting additional information from the user facility to identify circumstances in which this malfunction occurred or if user error played any role. Root cause analysis of model tc3000(similar pcb issue), including laboratory tests, was performed by (I) gaymar's engineering department, including an outside circuit design consultant, (ii) an outside, independent investigation house, and (iii) an outside pcb design consultant. None of these investigations were able to reach to a conclusion on the root cause of the short circuit problem. Although the initial reporter reported a burnt smell, they noted there was no observation of flames or smoke. No loss of structural integrity was noticed or reported during the root cause investigation (detailed above). Therefore, co has been unable to determine the root cause of the problem reported. Co is taking this product malfunction very seriously and will continue investigating until the root cause is identified. Due to inconclusive investigation results so far, we are continuing further investigation and will report to FDA as soon as the root cause is identified.